Event description:
Pt with a history of breast cancer, reports symptoms after using the savi radiation therapy. She reports using the therapy for 5 days at 2 sessions per day as instructed. Pt noticed her breast looking "butchered" and decided to go to the ER. Her right breast was bleeding, throbbing, and very painful. Tests done in the lab showed severe infection. Other symptoms include fatigue, nausea, swelling, suppressed immune system and not being able to sleep. Her medications and creams have not relieved her from any pain. The reporter also states her personal oncologist did not recommend this type of surgery since she is not a candidate for it.